Manufacturer narrative:
This event is from the following literature article: ullery b, tran k, itoga n. Safety and efficacy of antiplatelet/anticoagulation regimens after viabahn stent graft treatment for femoropopliteal occlusive disease. J vasc surg 2015;-:1-10. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
In a literature article, the safety and efficacy of antiplatelet/anticoagulation regimens after the placement of gore® viabahn® endoprostheses for the treatment of femoropopliteal occlusive disease was studied. It was stated that four occlusions and zero restenoses occurred early within 30 days of the procedure.

Event description:
The article stated that reintervention occurred in 96% of cases involving stent graft failure.